Event description:
It was reported that the focus ring is really loose when turning one way and really tight the other way. No patient injuries nor delay were reported. No backup from smith and nephew was available.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the focus ring is really loose when turning one way and really tight the other way. The scope felt loose when turned one way and tight when turned the other way, but it did not come apart. No parts of the device was left in the patient. No patient injuries nor delay were reported. Procedure was completed with the same device.